Event description:
It was reported that there was an "incident" during implant procedure, and 'nothing was working' with the device. It was stated that the physician had used a cauterizer to stop the bleeding and 'it wiped out the programming of the stimulator.' It was noted that the device was reprogrammed. No further information was given. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), product type extension; product ID 3093-28, lot# va01czq, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).